Manufacturer narrative:
The thermogard xp ivtm console (B)(4) was evaluated at the customer site and found black plastic debris on the start-up kit (suk) airtrap sensor. This observed issue caused an airtrap alarm. After replacement of the suk airtrap sensor, the console was functionally tested and passed all final testing criteria without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console (B)(4).

Event description:
The thermogard console (B)(4) reportedly displayed the red airtrap symbol (airtrap alarm) on the display panel screen. The issue was observed during installation, no patient was involved with this event.